Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the distal sheath had a cut and was leaking. The forceps' cover glue was peeling. There were multiple broken elements noted in the ultrasound image, and the elevator water flow had a loose inlet. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera ii ultrasound gastrovideoscope failed a leak test. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 4 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely some external force was added to the distal end leading to the peeling of the glue at the tip, or the device may have been affected by aging deterioration. The instructions for use have the following statement which can detect the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.